Event description:
Customer reported a malfunction alarm when loading a new cartridge, identified by malfunction code malf 9 and fault ID 0x20f1. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided guidance on resetting the pump, and ensured the customer understood the steps. After resetting, the malfunction did not recur, and the customer was instructed to continue using the pump and to call back if the issue arises again. No additional information was received regarding the customer¿s outcome.